Event description:
On 2/6/97, jejunal feeding tube was placed through a pt g-tube, without event. However on 2/14/97, physician reported that the j-tube separated from the adapter and migrated to the sm bowel. 2/14/94 x-ray revealed j-tube in stomach; removed via endoscopy.